Event description:
Tibial impactor broke.

Manufacturer narrative:
(B)(4). Examination of the submitted impactor confirmed the fracture initiation along the slot that connects with the universal handle. The root cause is attributed to misuse through mis-alignment. The flat of the impactor exhibits significant gouging indicating the impactor was not properly aligned prior to impaction. No evidence was found indicating product error was a contributing factor. Based on the performed investigation, the need for corrective action was not indicated. Monitor through trend analysis. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.